Event description:
On (B)(6) 2012, the patient claimed his blood glucose readings have been elevated between 230 mg/dl and 510 mg/dl for the past four days. The patient felt that the animas insulin pump is not delivering properly. At the time of concern, the patient was feeling tired. Reportedly, the patient went to the backup plan and is taking insulin via syringe for his correction bolus and food intake. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The basal segment is correctly programmed according to the patient's usage at the time of the event. It was noted the insulin sensitivity factor (isf) was not programmed correctly. The animas representative walked the patient through adjusting the isf from 50 mg/dl to 30 mg/dl. The patient is currently off of insulin pump therapy and is using insulin via syringe. This complaint is being reported because, the patient had elevated blood glucose readings over 500 mg/dl while on the insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was the associated with the event. Hence, the subject pump cannot be ruled out as the contributor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.